Manufacturer narrative:
(B)(4). The results of this investigation concluded there was a tear observed in the base of cusp 2, marked thinning and loss of collagen was observed on cusps 2 and 3, and fibrous pannus ingrowth was observed over the commissure between cusps 1 and 2. Unidentified basophilic material was found on the outflow surface of cusp 2. The valve was sent to sjm's science and technology (s&t) laboratory for further analysis in an attempt to locate and identify the basophilic material found during histopathological examination. The analysis was unable to conclude the presence of foreign material. There was no evidence of acute inflammation or significant calcifications, and gram stains were negative for organisms. No evidence was found to suggest the cause of the tear, thinning, loss of collagen, pannus, and basophilic material was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, a mitral valve replacement procedure was performed and this 27 mm epic valve was implanted. On (B)(6) 2015, the patient presented to the hospital and mitral regurgitation was confirmed by echocardiogram. On (B)(6) 2016, the valve was explanted and replaced with a 27 mm edwards magna. At explant, a tear was observed at a stent base of one cusp. The patient was reported to be stable postoperatively.